Event description:
Account alleged that the bed is not alarming at the nurse's station. Tech alleged no injuries reported by the account.

Manufacturer narrative:
Tech found the pins on the communication board are bent. The tech straightened the pins to resolve the issue.